Event description:
Customer reported indicated that they had just begun the procedure and when the display was turned (display repositioned) the laser shut off. When the system was rebooted, the display screen was a blank white. The laser could not be utilized and the case was completed by turp. There was no report of a patient injury, however the manufacturer is filing this as surgical intervention due to the patient requiring a different procedure as a result of the system malfunction.

Manufacturer narrative:
The laser was serviced at the facility. Manufacturer service engineer was not able to reproduce the reported malfunction. The service repair was completed, the system tested to specification and released for customer use.